Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On approximately (B)(6) 2024, the patient¿s cgm was reading 40 mg/dl. No bg meter comparison value was taken. The patient self-treated with hard candy, but the cgm continued to provide low readings. The patient¿s sister took her to the emegency room. At the ER, the patient¿s cgm was reading 40 mg/dl, and the bg meter was reading 450 mg/dl. She was asymptomatic. The patient was treated with IV insulin and her sensor was removed. The patient was discharged home later the same day. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.